Event description:
Received information from the patient's mother indicating her son sought medical attention for high bgs on (B)(6) 2013.

Manufacturer narrative:
Device has not been returned for evaluation. Should new information become available, a follow-up report will be submitted. Event not likely to lead to death, t:slim user guide instructs users to "routinely check their bg levels at least 4 times daily (optimally 6-8 times daily) in order to detect hyperglycemia and hypoglycemia early." Additionally, t:slim user guide cautions users "to prevent dka or a very high bg, you must be prepared to inject insulin if delivery is interrupted for any reason." It is common practice for insulin users to check blood glucose values frequently to prevent levels from becoming severe enough to cause serious complications.